Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:13:03. During night drain cycle three, the patient's ultrafiltration reading was 1216ml, indicating the home patient (hp) drained 1066ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4).the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. The external/internal inspection was performed and the device passed. All pressures were correct and stable. A short simulated therapy was performed and passed successfully. The reported issue was identified during the review of the event history logs. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.